Event description:
The customer contact report no flow. The tubing set was to be used to deliver an unspecified volume of an unspecified blood product, if required, during an unspecified surgical procedure. The customer contact indicated that during gravity priming using normal saline prior to pt use, no flow of solution was noted distal to the connection of the proximal 6 inches tubing and the blood pump bulb of the tubing set. At this time, the customer contact reported that the blood bulb of the tubing set was squeezed and an unspecified volume of solution and air was pushed backwards into the proximal tubing set was replaced. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.